Event description:
Update: per the reporter, the customer found out this error before procedure, and could complete the procedure successfully as device loaner was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), customer response updates and investigation conclusion. Please see updated sections: b5,e1,e2,e3,g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The observed damage is a known phenomenon and is produced as a result of damage to the transducer plug and/or receptacle. Damage to the receptacle is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug. Connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received at olympus (B)(6). Evaluation determined that the device transducer receptacle was found broken and cannot be plugged into the generator. The device was placed for repair. The root cause of the broken device is unknown. Probable cause attributed to users handling issue.

Event description:
It was reported that the device transducer was found broken. The issue occurred during preparation for use. There was no patient involvement on this event. No user injury reported.